Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) and patient decided they wanted to go ahead with explant and reimplant with another device, a surescan (model 97714). It was reported that the patient received a new lead and new implantable neurostimulator (ins). It was noted that the manufacturer's representative was going to send the old ins (37712/leads) for analysis yesterday, but an urgent call from the hospital was received indicating that they wanted the device back.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that all electrodes were over 10k or over 40k. It was stated that the high impedances did not resolve. It was stated that the cause of the impedance issue was not determined. It was note that no lead fractures were noted. It was reported that the patient was doing ok "as far as I know" per the manufacturer's representative. It was stated that the patient was not receiving effective therapy to his knowledge. Additional information received reported that the device remained implanted but out of service due to the >40000 high impedance on all electrodes. It was reported that a troubleshooting revision was planned and would include replacement of system components if applicable. It was stated that the system worked great before a myelogram and it had not functioned at all since. It was noted that the patient had pain associated with the event at an unknown location. It was stated that the patient lost therapy. Additional information received reported that the system did not work at all and it was noted that the question about 50% or greater symptom reduction was not applicable. It was stated that the cause would not be known until the device gets returned for analysis. It was stated that there was nothing to reprogram because the lead circuitry was not functioning. It was stated that the lead revision date was yet to be determined.

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 112. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 57 minutes and the battery charged from 2.755v to 3.540v. The battery discharged to the lock mode on (B)(4) 2014. Analysis of the leads (s/n (B)(4)), found the conductors on the lead bodies were broken at the titan anchor site.

Event description:
Additional information received reported that the patient was doing fine after the device was removed. The patient had requested the device from the facility and held it in possession for approximately 2 months. Now the device was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Follow up information received reported that the patient was authorized by their insurer for a revision but the procedure had not been scheduled yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was readings of greater than 40,000 ohms. This reportedly affected all electrode configurations with references 0-15. A manufacturer representative met with the patient for a simple tweaks, but encountered no stimulation sensation on some new groups and old groups. It was noted that there was stimulation on the wednesday prior to the date of the report, but after a myelogram, the patient did not feel stimulation. It was noted that there had been no falls or trauma. The patient also reportedly had the pain they had for the implant. It was also reported that an x-ray showed no visible opens or breaks. It was then noted that the patient felt stimulation on the tuesday prior to the report but not after the myelogram. The myelogram was reportedly done for neck pain not related to back pain for their neurostimulator. It was noted that the patient did have the implantable neurostimulator (ins) turned on during the procedure, but felt nothing unusual except for the needle pain. Additional information has been requested but was not available as of the date of this report.